Event description:
A pharmacist reported 26 cases of toxic anterior segment syndrome (tass) between (B)(6) 2012 and (B)(6) 2012. They were unclear as to what was causing the tass. Pts were being treated with steroids and no permanent consequences have been reported. Additional info was received from the surgeon who reported that surgeries were reported by two different surgeons. Last infection occurred to (B)(6) 2012. A front chamber punction was conducted on some of his pts. No signs were found from bacterial of viral dna. The surgeon also informed that they used to give a fixed dose of propylacetic cortisone drops which was stopped suddenly. The infections started 4 to 6 weeks after stopping with the drops. That schedule was modified after the last infection to a higher dose, longer duration and slower reduction of the drops. Per surgeon, since this change no new infections have occurred. The reporting surgeon informed that since (B)(6) 2012, he started using disposable irrigation / aspiration tips but incidents still occurred. Different measurements have been taken. The handpieces have not been changed. They still do not know what is causing the tass. Additional info has been requested. This is the third of three reports being filed for this facility. This case is for the pts from the reporting surgeon who had a front chamber punction conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).